Event description:
Boston scientific received information from another manufacturer's representative that during a scheduled device replacement procedure, this chronic lead could not be inserted into the replacement device. The caller reported that the physician pulled off a clear piece from the lead and was able to successfully insert the lead into the device header. A boston scientific technical services consultant (ts) advised replacing the rate/sense portion of the lead if the removed piece was the terminal seal ring boot, due to possible compromise of the lead seal. There were no adverse patient effects reported.

Manufacturer narrative:
The available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.